Manufacturer narrative:
The aquabeam handpiece was returned for investigation. Functional testing was unable to replicate the e22 error. The root cause of the reported error is undeterminable. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam handpiece / lot number 23c03489 was conducted, which confirmed that there was one (1) non-conformance issued to this lot during the manufacturing process that could potentially be related to the reported event. The affected units within the lot were segregated and reworked to address the non-conformances. The handpiece passed final inspection prior to release for distribution. The aquabeam robotic system user manual, um0101 rev. F, states the following: table 5: system detected errors and faults e22 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece investigation into this issue has confirmed the occurrence of "e22 - motorpack" errors. The issue is being addressed through procept's quality system. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during the aquablation procedural setup, an "e22. Motorpack error" was generated by the aquabeam robotic system. Multiple troubleshooting steps were performed which were unable to resolve the error. A second aquabeam handpiece was used and an "e22. Motorpack error" was generated by the aquabeam robotic system. A third aquabeam handpiece was used to complete the procedure.the reported event caused a surgical delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.